Event description:
The pt had an alaris pump with 2 channels attached on each side. Three channels were in use: one for flolan, one for dobutamine, one for ns and ivpb electrolytes. Flolan was programmed as basic infusion. It was reported the rn hung a secondary bag of kcl to the ns and mistakenly programmed the flolan channel for 100 ml/hour kcl, which did not prompt any alerts since the flolan was programmed as a basic infusion. The pt arrested and during the code, the nurse noted that the flolan was set to infuse at 100 ml/hr instead of 4.2 ml/hr. The rate was changed to the correct dose. The pt did not survive.

Manufacturer narrative:
MFR's report date: 09/10/2008. Pt info requested and all available info is included.